Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had issues with their reservoir. It was reported that the reservoir did not work when they tried to pull insulin from the insulin vial. The customer's blood glucose level was reported to be 144mg/dl. It was reported that the customer changed reservoirs and the device worked fine. It was reported that the device would be replaced.

Manufacturer narrative:
Reliability analysis evaluated one open/used reservoir. Performed visual inspection and found the transfer guard's needle bent. Using a new transfer guard, performed a pre-fill test to the reservoir and it passed inspection. No occluded anomalies were found during analysis.